Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis revealed status flag errors. The exact cause of the confirmed power on resets (por) could not be determined. The device functioned normally throughout the rest of the analysis. Further analysis found that the problem with the device was due to an internal safety mechanism switching it into back-up mode because of a partial por event for 'starvation of hall sensor task detected'. The device functioned normally throughout the rest of the analysis and all attempts to cause a por event were unsuccessful. The analysis was ended with the reported failure event confirmed, but no anomalous behavior, related or unrelated, was observed in the lab. No conclusion can be made as to the root cause of the software errors observed in the field.

Event description:
It was reported that prior to implant the device could not be programmed, and that a safety mechanism triggered backup mode. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.